Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as itchy and open sores that are scabbed over. The patient reported having many allergies. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised placing a barrier between sores and device. Follow up indicated that the wound improved.